Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to close was not confirmed; however, the clip jumped open during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for difficult to open/close from this lot. All available information was investigated and a definite cause for the reported difficult to close and for the observed clip jumping could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip jumping during device analysis. It was reported that during a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr), after advancing the clip delivery system (cds), and prior to grasping, the clip was inverted but would not close. The delivery catheter was retracted against the cds sleeve and the clip was able to close without further issue. The cds with the clip attached, was removed without issue and replaced. One clip was implanted, reducing mr to 1+. There was no reported adverse patient effect or a clinically significant delay in the procedure. Returned device analysis revealed the clip jumped open. No additional information was provided.